Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of repair of thrombosis within a stent graft. The physician intended to perform the intervention percutaneously but during the insertion of the stent graft there was a slight gap between the graft cover and the nose cone due to the patient's condition and pre existing scar tissue. The physician used another manufacturer's sheath to successfully advance and implant the stent endurant iliac limb stent graft. No additional clinical sequelae were reported and the patient is fine.